Manufacturer narrative:
Unit received and placed unit under microscope and found contamination/moisture damage inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the moisture damage. The customer complaint of communication, and unexpected alert/alarm could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer inserted a new sensor but had no paired continuous glucose monitoring(cgm) device, as the sensor did not connect to the pump after insertion. Customer reported no lights on the charger. Customer also received a device notification when attempting to pair the transmitter back to the pump. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884, mmt-7715. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was performed for unable to enter auto basal. Customer was requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve. Troubleshooting was performed for transmitter charging. Customer called with questions or concerns about charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger led light was flashing green and had not been used for more than 1 year. Advised charger was working properly and transmitter was charging. Troubleshooting was performed for loss of communication. Customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. Customer was assisted with pairing the transmitter to the pump, but transmitter still did not communicate. Customer reported being unable to pair devices. Devices were not listed in manage/paired devices screen. No harm requiring medical intervention was reported. Charger was working as expected. No product return is required for mmt-7040a, mmt-1884, mmt-7715. Mmt-7841zn was requested and customer response was the device will be returned. The customer will discontinue using the device.